Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The device tested positive for the following number of colony forming units (cfus) of stenotrophomonas maltophilia: revivable microorganisms/endoscope: 4 colony forming units (cfus)/endoscope. Revivable microorganisms/100ml: 3 colony forming units (cfus)/100ml.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the finding were as follows: revivable microorganisms/endoscope: <1 colony forming units (cfus)/endoscope. Revivable microorganisms/100ml: <1 colony forming units (cfus)/100ml. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found no reportable malfunctions. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Updated fields: h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. The reprocessing steps performed at the user facility are unknown as the customer did not provide information regarding their cleaning, disinfection, and sterilization (cds) practices. They did provide the following information; the sample was taken after storage and the scope was stored in a cabinet. The device was last used 05feb2024 and last reprocessed on 02feb2024. The device was reprocessed three times before sampling and was quarantined after a positive culture was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels." Olympus will continue to monitor field performance for this device.